Event description:
During evaluation by a third party service center, an astral device displayed error message (sf101) related to pressure measurement and error message (sf197) related to a stuck outlet flow sensor. There was no patient harm or serious injury reported as a result of this incident.

Manufacturer narrative:
The pneumatic block was replaced to address the issues. The device was serviced and fully tested before it was returned to the customer. Resmed reference#: (B)(4).